Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient got acute left heart failure during the implant procedure. Physician decided to explant the pacemaker and the leads. Rescue measures were given to the patient. Patient's condition was significantly improved and began to return to normal. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.